Event description:
It was reported that during an atrial fibrillation ablation, a faradrive sheath was selected for use. During the procedure, the faradrive was removed from its package and prepared on the table. The versacross connect for the faradrive dilator was introduced into the sheath, then advanced into the body and crossed the septum. The versacross dilator and wire were subsequently removed. The faradrive sheath was aspirated and flushed. Next, the farawave catheter was introduced into the sheath. Aspiration was attempted; however, air was continually ingressing from the seal of the faradrive. The faradrive sheath was replaced, and the procedure was completed without patient complications. There was no issue with the dilator. No air was seen in the patient. No fluid visibly leak from the sheath.

Manufacturer narrative:
Patient information was not available at the facility.